Event description:
It was reported that a patient was experiencing a pillar extrusion.

Manufacturer narrative:
This device is used for therapeutic purposes. Product evaluation: no evaluation completed, device not returned for analysis. Method code: no testing methods performed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.